Manufacturer narrative:
Initial reporter email: (B)(6). (B)(4). A lot number was not provided. Ship history was performed. No lot numbers were returned. Customer service was contacted to assist in providing lot numbers shipped to the account a year prior from the event date. No lot numbers were returned.

Event description:
The hospital reported that during midway through an endoscopic vein harvesting procedure, pa noticed vasoview hemopro 2 had more smoke in the harvesting space than would normally be expected. Closer observation indicated that the cutting wire within the hemopro jaws had separated from the jaw casing. Account manager committed to observing several cases going forward to observe whether or not there is anything that would suggest user error. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of event is unknown

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during midway through an endoscopic vein harvesting procedure, pa noticed vasoview hemopro 2 had more smoke in the harvesting space than would normally be expected. Closer observation indicated that the cutting wire within the hemopro jaws had separated from the jaw casing. Account manager committed to observing several cases going forward to observe whether or not there is anything that would suggest user error. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of event is unknown